Event description:
Information was received indicating that the cuff to a smiths medical portex bivona tts fixed tracheostomy tube was hard to inflate. It was reported that the water was difficult to be pushed through. It was thought that the trach tube was missing a piece or was faulty. There were no reported adverse patient effects.

Manufacturer narrative:
A thorough investigation could not be performed due to no complaint product sample being returned. However, with the photos taken by the complainant a brief analysis can be written regarding this incident. Based on the part number provided, (B)(6), it can be confirmed that this device was manufactured in southington. In reference to photos 1 and 3 attached to (B)(4), which pictures the pilot balloon, it appears that the inflation valve is present and has been pushed passed its proper seating position. While reviewing details of the incident, it is documented that the trach had been used on multiple occasions before this issue had occurred. Although the root cause could not be defined with confidence, it seems highly likely this happened while the syringe was attached to the pilot balloon and excessive force was applied. This can be corrected while the syringe is still attached by pulling back a little on the valve to make sure it is in the correct position. Smiths medical truly values the input of our customers and is committed to resolving quality related issues. Without evaluating the actual sample we cannot assess or confirm whether a quality related issue has resulted in the user?s reported difficulties. Complaint information will continue to be monitored. Product is accepted based on meeting specification requirements. If any nonconformance's are found in process, the product is isolated, non-conformed and immediate corrective action is taken. Inspections and tests are conducted by trained operators through 100% screening inspection before shipment.

Event description:
No product was returned. Summary from pictures and engineer attached.